Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized and his blood glucose was over 600mg/dl. It was stated that the customer was treated with pen and the insulin pump. Troubleshooting was performed. Reviewed the alarm history and found that the infusion set was change before his high blood glucose started. When the history on the device was reviewed for corresponding infusion set change, there were any units on the manual prime, and it was listed as 0.0 units in the fixed prime when 0.7 units was programmed. Assisted the customer to run a fixed prime test and the insulin did exit. The high pressure test was not performed as customer was getting late to change the infusion set. Advised the caller to call back if necessary to perform the high pressure test. No further information was provided.